Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx closure device was implanted on (B)(6) 2023. The patient had an ablation procedure completed on (B)(6) 2023, and was placed on dual antiplatelet therapy (dapt) with aspirin medication regimen for six (6) months. The patient presented for a six (6) month follow-up and transesophageal echocardiography (tee) revealed a thrombus on the surface of the closure device measuring 1.5x1.8cm. There were no patient complications reported.